Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs alleging a usability issue with his one touch vita meter. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient was upset that his vita meter did not have a backlight so that he can read the blood glucose readings at night. The patient mentioned that on (B)(6) 2011 at 2:15 am he attempted to test; however, misinterpreted the result of 142 mg/dl and thought the meter read 42 mg/dl, since the meter did not have a light. The patient took 50 units of slow acting insulin and then went to bed. Approximately 15 minutes later he developed symptoms of feeling sweaty, dizzy and weak. The patient's wife treated him with soda. The patient felt better an hour and 30 minutes later. The patient did not seek any further medical attention or contact his physician for assistance. The patient only retested at 7:00am and obtained a 144 mg/dl. Patient does have vision problems and cannot see at night time. The patient did not allege that the meter was giving false readings. The product was replaced and requested back. The complaint is being reports since the patient alleged that due to the meter not have a light he misinterpreted the blood glucose reading and shortly later developed symptoms suggestive of a serious injury and felt better after drinking soda.